Event description:
It was reported that during a lead implant procedure, the pulse generator exhibited backup vvi mode after being exposed to electrocautery. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.